Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.5mm coupler was broken/defective. The event was further described as, ¿the device did not deploy correctly when he attempted to close it¿. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.